Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the patient's pd exchange was done in the hospital ward which caused peritonitis (further details not provided). The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with injection (inj.) Amikacin (100 mg, once daily), inj, reflin ip (1gm, once daily) and inj, heparin. At the time of this report, the peritonitis was resolving and the pt was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.